Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards (B)(4) affiliate, during device preparation for a transfemoral tavr procedure, the hub of the expandable sheath (esheath) was leaking while the side-port of the sheath was being flushed. The sheath flushing was attempted a second time, but the leakage was still observed. Fluid was not reaching the distal tip of the sheath. A new sheath was successfully prepared and used for the procedure. There were no adverse events for the patient. The esheath was returned to edwards lifesciences for evaluation. Pre-decontamination evaluation observed the leakage was through the sheath seals.